Event description:
It was reported that with use of the magnet the device was pacing asynchronous at 85bpm for thirty minutes and then suddenly stopped and patient's intrinsic heart rate dropped into the 30-40's while awaiting surgery in the operating room (or) for a thyroidectomy. It was also reported that the device nurse could not get capture at max outputs on the device. It was further reported that the device was not interrogated prior to surgery, only after issues occurred. However normal capture thresholds returned approximately thirty minutes later and there was no power on reset (por) or out of range readings at that time. The surgery was postponed and patient is doing fine now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.